Event description:
It was reported via clinic notes that the patient was being referred for a replacement due to battery depletion and an increase in seizures. The increase in seizures was attributed to the battery depletion. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's device was replaced due to battery depletion. The explanted generator was discarded after surgery so product return is not expected.

Manufacturer narrative:
Date received by manufacturer - corrected information: the date should have been 11/07/2017 on supplemental report #1.